Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of right atrial (ra) activity in the left ventricular (lv) channel. In addition, loss of capture of left ventricular (lv) lead was noted. Technical services (ts) recommended reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.